Manufacturer narrative:
Pump passed the displacement. Unit alarmed a64 during self test due to faulty y1/ rf board. Pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case from display window corner and stained address/serial number label. The test infusion set and reservoir does lock into place. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had rf pic failed self test alarm. The customer stated that they were able to clear the alarm. Customer stated that the alarm occurred during normal use. The self test was performed and passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.